Manufacturer narrative:
Since the device is not available, a proper device analysis could not be completed nor the reported issue confirmed. A query was completed in our complaint system and no other similar complaints linked to this specific lot were found, indicating no systemic manufacturing or quality issue with the device. There two main causes for zonular instability and capsular compromise: predisposing lens and patient factors that make the zonules weak and capsule fragile. Inadequate surgical maneuvers that produce anatomical conditions. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that following implantation of the CT lucia 621p iol (intraocular lens), the patient was referred to a retina specialist due to zonular instability. It was further reported that the lens must be removed because the compromised capsular bag was unstable and could not support any one-piece lens (CT lucia 621p), which is unrelated to the device itself. The secondary surgery will involve a lens exchange by a retina doctor, who will suture a three-piece iol in place. No retinal pathologies have been identified, and the patient is now under the care of another physician for this procedure.